Event description:
It was reported that the meshgraft ii did not completely cut through the graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation, and it was determined that the device was out of calibration. It was determined that the device had not been returned to the MFR for maintenance since 2003. It is documented in the instruction manual included with the device, that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.